Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09194 / 09195).

Event description:
It was reported patient underwent a meniscus repair and anterior cruciate ligament procedure on (B)(6) 2014. During the procedure, the plastic handle of three maxfire implants fractured and one of the maxfire tips fractured due to incorrect use and was not implant related. The fractured tip was removed from the patient and two new maxfires were utilized to complete the procedure.